Event description:
Discordant, falsely low creatinine and urea nitrogen results were obtained for one sample of a renal insufficient patient on an advia 1800 instrument. The initial creatinine was run in duplicate. The discordant results were reported to the physician(s), who questioned the results. The sample was rerun on this instrument and resulted higher than the initial results. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine and urea nitrogen results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The advia 1800 is connected with a versacell. The cause of the discordant, falsely low creatinine and urea nitrogen results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00336 was filed on july 19, 2013. Additional information (01/02/2013): a siemens field applications specialist (fas) worked with the customer and could not determine the cause of the event. The cause of the discordant, falsely low creatinine and urea nitrogen results on one patient sample is unknown.